Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) device and right atrial (ra) lead exhibited atrial tachycardia with wide qrs complex during an unspecified procedure. The variable rate observed was attributed to noise; however, this noise was not evident on the electrogram (egm). Notably, there were no signs of a high ventricular rate. Additionally, oversensing of the noise was identified, and the pacing impedance of the atrial lead was recorded as high out-of-range, exceeding 3,000 ohms. Atrial tachycardia was documented at a rate of 140 beats per minute (bpm), which was solely due to far-field r-wave oversensing (ffrwos). The device was reprogrammed to reduce recorded noise. At this time, this device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) device and right atrial (ra) lead exhibited atrial tachycardia with wide qrs complex during an unspecified procedure. The variable rate observed was attributed to noise; however, this noise was not evident on the electrogram (egm). Notably, there were no signs of a high ventricular rate. Additionally, oversensing of the noise was identified, and the pacing impedance of the atrial lead was recorded as high out-of-range, exceeding 3,000 ohms. Atrial tachycardia was documented at a rate of 140 beats per minute (bpm), which was solely due to far-field r-wave oversensing (ffrwos). The device was reprogrammed to reduce recorded noise. At this time, this device remains in service and no adverse patient effects were reported.